Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident. The customer was treated with bolus and manual injection for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not alleged the insulin pump was under delivering. The drive support cap appears to be normal. The customer reported that the insulin was exited at the quick release. The customer was ok to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.